Event description:
It was reported that while using the device, exudate leaked from the film drape, the alarm did not sound and the softport and filler was not compressed. The result of performance testing did not detect the alarm being defective. The leak alarm sounded as normal.

Manufacturer narrative:
.